Manufacturer narrative:
The company representative replaced the front end board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the pump was in use with a pt, whenever it was bumped or tapped, it generated a "no patient status available" message followed by system failure. The pt was switched to another unit and therapy was continued. No pt injury was reported.